Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on 01-mar-2026. No further information is available.